Event description:
It was reported that during ilet setup with a dexcom g7 continuous glucose monitor (cgm), the user experienced intermittent communication between the cgm and the ilet, with glucose readings visible in the dexcom app but not on the ilet until bluetooth on the phone and watch was toggled off and the ilet was rebooted, after which readings appeared on the ilet. No clinical signs or symptoms were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the cgm and the ilet consistent with intermittent communication failure, with the antenna and electrical or magnetic components implicated in the communication pathway. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.